Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was preformed and passed. A download receiver logs of the receiver logs was preformed and passed. A review receiver logs was preformed and found no loss of connection within the incident date. Receiver functional test were preformed and passed. Pairing tests were preformed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.